Manufacturer narrative:
H3 device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing with associated code 203 - pulse test fault. Upon evaluation, there was fracture solder connections at component u901 (quad micro power op ammp). The cause of the test failure is the fractured solder connections. The root cause of the fracture solder connections cannot be positively identified but is likely mechanical shock from physical impact. No adverse event resulted from the damaged u901 component. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed the incoming pulse testing with associated code 203 - pulse test fault. The last patient to use this monitor did not report any deficiencies.